Event description:
This event was captured based on literature review of the article: comparison of double kissing crush versus culotte stenting for unprotected distal left main bifurcation lesions: results from a multicenter, randomized, prospective dkcrush-iii study. The study aimed to investigate the difference in major adverse cardiac event (mace) at 1-year after double kissing (dk) crush versus culotte stenting for unprotected left main coronary artery (uplmca) distal bifurcation lesions. There were a total of 419 patients. The xience v stent were one of the stents chosen for these procedures. Clinical outcomes were as follows: in hospital: cardiac death, 1.0%; mi: 7.1%. At one month follow-up: cardiac death, 1.0 %; myocardial infarction (mi), 7.6%; total lesion revascularization (tlr), 0.5%; target vessel revascularization (tvr), 0.5%; stent thrombosis (st), 0.5%. At 12 month follow-up: cardiac death, 2.0%; mi, 8.6%; tlr, 9.1%; tvr, 22.6%; coronary artery bypass surgery, 1.0%; st, 1.5%. It was noted that intravascular ultrasound findings reported that a metallic ridge is usually seen at the ostial side branch after culotte stenting, leading to the failure to fully cover the ostial side branch, and resulting in increased in-stent restenosis and tlr. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication (B)(6) 2013. Date of implant estimated as (B)(6) 2012. There was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction, thrombosis, and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The additional events of death and malfunctions mentioned will be filed under separate MFR numbers.